Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was seen due to syncope, but previous visits to the ER showed the device was at eri and approaching end of life. Premature battery depletion was suspected. The device was explanted and replaced. The patient was discharged without incident.